Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during administration of vasoactive medications, the pump shut off with an error message of "tubing block on pump." It is unknown if this indicated an occlusion alarm or a chamber blocked alarm. The pump was not infusing when the start button was pressed. The patient's blood pressure then dropped during change of tubing and pump. There was no lasting clinical effect reported.